Event description:
Healthcare professional reported an unknown side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: two openings crease sharp/smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: two openings crease sharp/smooth assessed as fold flaw opening.

Event description:
Healthcare professional reported an unknown side rupture. Device was explanted.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side rupture. Device was explanted.